Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the lead's helix failed to retract. The lead was not used, and a new one was implanted. The patient was stable throughout the procedure.

Manufacturer narrative:
Correction: upon review, the lead should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. Final analysis found as received, a complete lead was returned in one piece for analysis. Visual inspection and x-ray examination of the lead found the helix to be stretched. The helix mechanism/extension length test couldn¿t perform due to the damaged helix consistent with procedural damage. Visual and x-ray examination of the helix mechanism found no anomalies or distortion of the inner coil that would have contributed to helix issues reported in the field. The cause of the reported event was isolated to the helix being stretched.